Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient connected to the setup during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) connected to the patient line for peritoneal dialysis (pd) therapy, during the prime. During the troubleshooting for an unrelated alarm on the homechoice (hc) device, the hp explained that they forgot to open the blue clamp and they were already connected. The technical service representative (tsr) explained that the hp should not be connected during the prime and should wait for the hc to display "check patient line/connect yourself". The tsr explained to hp about the vented cap on the patient lined that is specifically made to allow the air to exit in order to fully prime the line. The tsr advised to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.